Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm during manual prime. The customer¿s blood glucose level was unknown. The customer reported that they had issues during rewind and insulin pump did not alarm no delivery with manual prime. The troubleshooting was performed and was advised to assemble a new infusion set with current reservoir. It was reported that they had changed reservoir and resolved the issue. The customer was advised to return the reservoir. The insulin pump will be returned for analysis.